Event description:
The facility reported a remediated colleague 2006 pump with software (B) (4) that would not pass the speaker test. As a result, the pump failed to alarm or alert as intended. The reported condition was identified during biomed testing. There was no documented pt injury or medical intervention necessary associated with the reported condition. No add'l info is available.

Manufacturer narrative:
(B) (4). The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the eval, or if any add'l details become available. This report represents all info known by the reporter at this time.